Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for the generator change. Interrogation prior to the procedure showed that the right atrial (ra) lead exhibited high capture threshold and noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.